Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been a very high performer with the implant, but has always complained of a squeaky sound quality. Patient denies head trauma or any changes in medical history. Patient reports intermittent sound quality changes (a sound like a musical triangle) that makes it difficult to understand speech. Re-implantation is considered and will be scheduled soon.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient has been a very high performer with the implant, but has always complained of a squeaky sound quality. Patient denies head trauma or any changes in medical history. Patient reports intermittent sound quality changes that makes it difficult to understand speech. Patient was re-implanted.